Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is not responding to sound.

Manufacturer narrative:
Additional information: according to the information received from the field in situ measurements since implantation surgery show several channels with hi status, likely due to a damage to the active electrode caused during implantation surgery. Reportedly the electrode was inserted with slightly elevated force, and the surgeon was holding the electrode lead using the forceps during insertion, which might have contributed to the reported issue. However to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user is not responding to sound.